Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for sodium (na), calcium (calc), and chloride (cl) for two (2) patient samples assayed on a synchron cx(tm)5 clinical system. The assay results for one (1) of the two (2) patients were reported out of the laboratory. There was no impact to patient treatment. The customer reported that the results for na and calc were erroneously low and the results for cl were erroneously high for both patient samples. The customer reported that quality control (qc) results for na and cl indicated imprecision leading up to the event. The customer reported that when the erroneous results were discovered, the patient samples were reassayed. Amended reports were generated and reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that line #21 in the analyzer was pinched. The fse corrected the issue. The fse also replaced the na and cl electrodes, cleaned the flow cell, and replaced the carbon bridge. The fse verified all repairs on the analyzer per established procedures.